Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer stated they had active insulin on board and may have given themselves too much insulin without considering the active insulin. The customer was at over 300 mg/dl after treating for the low. The customer was given food and juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had another low on (B)(6) 2018. The insulin pump will not be returned for analysis. Frn-mmt-326-reservoir.